Event description:
It was reported that the lead was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3389s lot # v800515 implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Manufacturer narrative:
Lead model 3389s lot # v800515 implanted: (B)(6) 2011 explanted: unk.

Event description:
Additional information received from the hcp reported that perioperative antibiotics were administered. The patient did not have meningitis. The patient had meningeal signs / symptoms associated with the event. The location of the infection was the lead track, and a culture was obtained from the device pocket, but the results were not provided. The patient was treated with IV and oral antibiotics, and total device system explant. The outcome of infection was reported as resolved but the event was ongoing. Refer to MFR. Rep. # 6000153-2011-08960.